Manufacturer narrative:
Additional information received on (B)(6) 2020, indicated that the patient scheduled for removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device was received on (B)(6) 2021: device evaluation completed on (B)(6) 2021 visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 250cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient who underwent a breast augmentation primary with two 250cc mentor memorygel silicone breast implants has experienced bilateral capsular contracture (unknown grade), and right sided implant rupture postoperatively. An MRI examination taken on (B)(6) 2020 showed right side intracapsular rupture, and ultrasound examination taken on (B)(6) 2020, showed mild angulation of implant capsule. A physical examination was performed by a physician and issues were diagnosed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.